Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy from the left lead and received a low battery warning. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the left lead was explanted, and the ipg was explanted and replaced.

Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.